Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. There was a small hematoma which developed at the axillary cutdown site, this was managed with manual pressure. As such anticoagulation was held over night. Patient¿s urine turned pink/red overnight. Staff stating that the catheter was ¿adjusted¿ overnight and then urine turned red after. The patient received diuretics and during the check-in, the urine cleared up. Physicians are not convinced that it is true hemolysis as there were no alarms on automated impella controller and all labs are resulting. Patient shocked last night due to patient going into atrial fibrillation, resolved with cardioversion. White blood cell continues to rise. Staff stating ¿clots¿ in urine, urinalysis showed red blood cells. The patient talked with the doctors and nurses. He made the decision to withdraw care and the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Product was not returned for review. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no motor current (mc) spikes, abnormal ps or purge issues observed during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Atrial fibrillation/thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.